Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead impedance decreased and measured 240 ohms. A lead insulation issue was also reported and the lead was capped and replaced. No patient complications have been reported as a result of this event.